Event description:
Same case as MFR report#: 2134265-2010-03859 it was reported that during a percutaneous transluminal angioplasty (pta) procedure, two shaft fractures occurred. Vascular access was obtained through the groin via the contralateral approach. The lesion was located in the calcified and tortuous left mid peroneal artery. The lesion was not pre-dilated. Upon attempts to advance the 3.0mm x 1.5cm small peripheral cutting balloon, resistance was encountered and the balloon catheter shaft kinked and consequently fractured at the distal portion right before the cutting balloon. The physician attempted to use another of the same device but once again resistance was encountered and the balloon catheter shaft kinked and consequently fractured at the distal portion right before the cutting balloon. The procedure was completed successfully with a sterling balloon catheter. No patient complications were reported and the patient's status was satisfactory.

Event description:
Same case as MFR report#: 2134265-2010-03859. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, two shaft fractures occurred. Vascular access was obtained through the groin via the contralateral approach. The lesion was located in the calcified and tortuous left mid peroneal artery. The lesion was not pre-dilated. Upon attempts to advance the 3.0mm x 1.5cm small peripheral cutting balloon, resistance was encountered and the balloon catheter shaft kinked and consequently fractured at the distal portion right before the cutting balloon. The physician attempted to use another of the same device but once again resistance was encountered and the balloon catheter shaft kinked and consequently fractured at the distal portion right before the cutting balloon. The procedure was completed successfully with a sterling balloon catheter. No patient complications were reported and the patient's status was satisfactory.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed that the balloon had no evidence of being inflated. The hypotube shaft was broken 535mm from the distal end of the spiral strain relief. The device could not be inflated due to the break in the shaft. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).